Event description:
Litigation papers allege the following: on or about (B)(6), 2010, patient began suffering discomfort, pain, and aching. Her hip pain continued to worsen considerably and significantly impair her ability to drive, work and even stand. It is also alleged patient has increased metal ions levels.

Event description:
Litigation papers allege the following: on or about (B)(6), 2010, patient began suffering discomfort, pain, and aching. Her hip pain continued to worsen considerably and significantly impair her ability to drive, work and even stand. It is also alleged patient has increased metal ions levels. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.